Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front teeth are slanting and bottom tooth is being pushed forward. Advised patient to hold in current aligner, provide updated photo for further support and possible additional treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.